Event description:
It was reported during a bronchoscopy procedure the doctor was getting samples, and a second doctor was asked to assist with the case to see if they could get better samples. After the linear portion was finished. The first doctor went back in to get a brushing of the lung wall when they noticed metal in the patient's airway. Upon looking at the needle, it was noted the top sheath/coiled spring part was missing. The piece was extracted. The procedure lasted longer than expected due to the extraction of the needle piece by only about five minutes. The event was noticed at the end of the procedure. The patient was under moderate sedation during the event. The customer indicated there was no patient injury.